Event description:
It was reported that while using a bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination and a missing component were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "evidence of 13 empty bactec mgit tubes and / or with low liquid content of culture medium. Additional increase in the percentage of contamination compared to the history of the institution. Lot 0260581 with fv: (B)(6) 2022. Support images are attached. They request investigation and replacement.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0260581 was satisfactory per internal procedures. Formulation, filling, autoclaving, and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and two other complaints have been taken for fill volume and three other contamination complaints. No complaints have been taken on this batch for empty tubes. Retention samples from batch 0260581 (100 tubes) were available for inspection. No cap, media, or tube defects were observed in 100/100 retention tubes. No empty tubes were observed in 100/100 retention samples. For investigation, a total of ten uninoculated retention tubes were incubated for seven days. Five tubes were placed in the 33 to 37 degree c incubator and five tubes were placed in the 20 to 25 degree c incubator. No microbial growth or turbidity of the media was seen in 10/10 incubated retention tubes at seven days incubation, and under uv light the incubated tubes did not show any increased fluorescence to indicate microbial growth. One photo was received to assist with the investigation: the photo shows four tubes from batch 0260581. The two tubes on the right do appear to be empty. All four tubes are laid on the side. There does not appear to be contamination in any of the tubes. The color on the sensors of the two empty tubes appears darker than expected. It is impossible to determine the fill volume levels of the two tubes laid on the side from this photo. No returns were received to assist with the investigation. The complaint can be confirmed for empty tubes. The complaint cannot be confirmed for contamination and fill volume based on the photo provided. A trend has not been identified, therefore, no actions are planned at this time. Bd will continue to trend complaints for low fill volume, packaging, and contamination.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using a bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination and a missing component were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "evidence of 13 empty bactec mgit tubes and / or with low liquid content of culture medium. Additional increase in the percentage of contamination compared to the history of the institution. Lot 0260581 with fv: 2022-03-16. They request investigation and replacement.